Manufacturer narrative:
(B)(4).

Event description:
It was reported crosstalk, increased capture threshold, and declined pacing lead impedance were observed. The lead was capped and a new pace/sense lead was implanted. The patient condition is stable.